Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels with 51 mg/dl being the lowest. Bg cause was not known. Customer's hcp adjusted basal rate settings to address low bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: logs were only available from (B)(6) 2020 onwards. Logs were reviewed from (B)(6) 2020 to (B)(6) 2020. A total of 2 low events was detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for this event is included below. Continuous glucose monitor (cgm) values of "low" (indicating below 40 mg/dl) to 49 mg/dl were recorded at 3:34:07 pm to 3:54:07 pm on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 49 was enunciated at 3:34:07 pm on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 11:35:30 am, date: (B)(6) 2020, iob: 0.02. Time: 12:50:46 pm, date: (B)(6) 2020, iob: 1.13. Time: 1:35:45 pm, date: (B)(6) 2020, iob: 1.21. Requesting a bolus with iob may lead to a low glucose event. Continuous glucose monitor (cgm) value of 51 was recorded at 01:39:05 am on (B)(6) 2020. A cgm alert 1 (cgm low alert) for a reading of 54 was enunciated at 01:34:05 am on (B)(6) 2020. The user made the following bolus request(s) while having insulin on board (iob): time: 9:37:01 pm, date: (B)(6) 2020, iob: 1.09. Time: 10:29:46 pm, date: (B)(6) 2020, iob: 0.70. Time: 11:14:27 pm, date: 2/18/2020, iob: 0.38. Requesting a bolus with iob may lead to a low glucose event. There is no evidence that the pump experienced a malfunction or failure.